Event description:
The customer reported that the light on the laryngoscope blade does not work when attached to the laryngoscope handle because the spring on the handle was missing. As a result of the handle not working, it was reported that, "the patient wasn't intubated fast enough." There was a delay of an unspecified length of time while the handle was replaced. After an unspecified length of time, the patient reportedly went into a coma and later died. The customer noted it is unknown if the delay in intubation contributed to coma and death.

Manufacturer narrative:
No information currently available. No lot number information currently available. The manufacture date therefore is unknown until the lot number is provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.